Manufacturer narrative:
Cmr surgical limited is submitting this report to comply with FDA regulations. If any further information becomes available asupplemental report will be submitted. Cmr surgical ltd, does not consider this report and content to be an admission that itsproduct is defective or that it has caused a death or serious injury.

Event description:
Retrospective data was added to the registry which alleged that a nephectomy procedure required to be converted to laparoscopic surgery. Follow up information with the surgical team, reported that the patient had a complex anatomy. The patient experienced no intra-operative or post-operative complications. No further information has been received.